Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received pump error 37. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-332a, mmt-396a, mmt-7040a. Troubleshooting was performed for high blood glucose event and found that the customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for pump error 37 alarm and the customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No further patient complications were reported. The customer discontinued use of the insulin pump. Mmt-1884l was requested and the device was returned. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 37 alarm noted during testing. However, on download history review using adapt tool it recorded one time occurrence of pump error 37 on (B)(6) 2024 at 12:35:24.000. Rewind of the unit was performed on several occasions throughout the testing of the unit. No unexpected or constant pump error 37 alarms was noted. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on electronic assembly or motor assemblies. Problem isolated to motor assembly. Unit received with scratched case. In conclusion no pump error alarm 37 was noted during testing. Unit was tested successfully with no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.